Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing frequent calibration errors. He did not recall the blood glucose reading. The expiration date on the sensors was not available. Customer stated that the sensors work the majority of the time. Nothing further was reported.